Event description:
An analgesia gas machine (flowmeter) was returned for repair and was received on 3/24/97 with a note saying "please repair". This instrument is designed to deliver mixed o2 and n2o to a dental pt. When o2 flow or pressure is not present, the instrument has a feature which stops flow in n2o. This unit was included in 1986 mixer modification program (mmp), a voluntary user notification program conducted by company under guidance of FDA. Upon evaluation of unit a condition of nitrous oxide (n2o) flow without oxygen (o2) flowing was produced. Co follow-up report of dentist contact states "they did see n2o without o2 flowing, then shut system off and returned it to co. There were no adverse effects to pt as indicated by doctor. Co has previously submitted mdrs when the failsafe has malfunctioned. Under current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and had filed an exemption with FDA on 11/6/96.